Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced a loss of motor skills from the waist down due to a hematoma developed an hour post implant. As a result, an additional surgery was undertaken the same day wherein the entire scs system was explanted. In turn, the hematoma was removed. Consequently, the issue resolved the next day.